Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag which resulted in leak. This occurred during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.